Event description:
It was reported that during central processing it was discovered that the small grasping retractor had a cluster of broken wires and a dislodged pin. There were no reports of patient involvement. Intuitive received the following additional information via follow-up: there were no reports of the small grasping retractor colliding with other instruments. There were no reports regarding issues with the grips. The broken wires and dislodged pins were found during reprocessing (after surgery). There were cables visibly protruding from the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.